Manufacturer narrative:
Updated fields - b4, b5, d9, e1 (initial reporter), e2, e3, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. See attachment. This would cause the batteries to not charge. Root cause is the defective q27. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. Per CAPA # the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board (0670-00-1162). The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that batteries in cardiosave intra-aortic balloon pump (iabp) were not charging during use on patient. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that batteries in cardiosave intra-aortic balloon pump (iabp) were not charging. Patient involvement and injury information is unknown.